Event description:
During a follow-up, the device could not be interrogated. The device was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, the device was returned for analysis. Visual inspection of the device revealed cautery marks on the can. The device was received with no output, no telemetry, and in backup mode. Analysis of the device image revealed the backup operation was caused by a sudden drop in voltage which is consistent with the effects of exposing the device to electrocautery. After installing a new battery and re-loading the product code, the pacers telemetry was retested and the device maintained communication with the programmer throughout the test with normal results. Total projected longevity based on nominal settings is 9.26 years; implant duration is 9.30 years which exceeded the projected longevity and it is considered normal battery depletion. Based on the analysis and information received from the field, the cause of the reported incident remains undetermined.